Event description:
Harmonic shears handpiece used during procedure. White portion on tip of handpiece detached from handpiece, and seemed to start falling off. The handpiece should not have done this. This device was removed from the sterile field and a new item was used. The procedure continued, no pt. Harm.